Manufacturer narrative:
Serological evaluation the screen assay was performed on echo (B)(4) using returned stripes of crrs (3) plates lot e178 and a retention vial of crric lot 221493 with the received customer sample. The wbcorqc was passed as expected. The sample reacted negative. The screen assay was performed on echo (B)(4) using returned stripes of crrs (3) plates lot e178 and a retention vial of crric lot 221493 with a known anti-d positive sample. The reaction pattern is described in the following: cell 1: 4+ positive. Cell 2: 4+ positive. Cell 3: negative. The screen assay was performed on echo (B)(4) using returned stripes of crrs (3) plates lot e182 and a retention vial of crric lot 221493 with the received customer sample. The wbcorqc was passed as expected. The reaction pattern of the customer sample is described in the following: cell 1: 1+ positive. Cell 2: 2+ positive. Cell 3: negative. A manual tube testing was performed using the customer sample and panoscreen lot 39336. After addition of ahg, the following reaction pattern was received: cell 1: +/- (very weak). Cell 2: negative. Cell 3: negative. The retention testing with a known anti-d positive sample did not identify a product deficiency. The issue seems to be sample related as the manual tube testing did not identify the anti-d either. The customer could not tell if the pregnant woman received rh immune globulin. Moreover the blood group of the patient was unknown.

Event description:
Customer reports unexpected negative reactivity when testing a patient sample with capture-r ready-screen 3 (crrs 3) on the galileo echo instrument. The sample contained an anti-d.